Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse confirmed that the image was dark with a low light output. The fse replaced the fluorescence illuminator to resolve the reported problem. The system was tested and verified as ready for use. Isi received the fluorescence illuminator involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the reported failure. A review of the log showed several 48240 errors pointing to an issue with the illuminator communication. The unit was installed into a printed circuit assembly (pca) test system. The system started up without any errors. The white balance and all vision quality tests (noise, colors, sharpness and 2d-3d modes) were performed and passed successfully. There was no issue found with the video io ports. The system powered on in normal mode and sat idle for ten minutes for testing. Ten power cycles were performed without any issues. However, the video image was dark with or without the light on. A procedure log review was performed. Per the review, the following was confirmed: a simple prostatectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: the fluorescence illuminator had an issue during a da vinci-assisted simple prostatectomy surgical procedure. The fse went to the customer site and replaced the fluorescence illuminator to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called in to report that they had a dark image and the light output was low. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that the lamp module could be replaced to resolve the low light output issue. The customer reported that they were using a fluorescence illuminator, and the lamp module could not be replaced. The site continued with the procedure as planned. There was no reported injury. Isi performed follow-up with the customer on (B)(6) 2022 and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site was able to continue and complete the procedure successfully.